Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a patient was undergoing a total hip arthroplasty. During the procedure the blue plastic handle broke during impaction of liner. There was no harm to the patient and no pieces fell into the patient. No revision has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated complaint sample was evaluated and the reported event was confirmed. As returned, the blue polyphenylsulfone sleeve has fractured into two pieces. The fracture runs radially through the dowel pin hole. The diameter of the shaft and the sleeve are conforming to print specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.